Event description:
Information was received indicating that a smiths medical pump was under infusing during testing by a biomedical engineer. The tests were conducted using different disposables and the testing procedure in the service manual. There were no reported adverse events due to this issue.